Event description:
It was reported that the patient went into withdrawal and a coma which lasted for 24 days. The pump was in the "red zone" (near refill) which triggered withdrawal and seizures and caused the patient to "bounce off the table and go into cardiac arrest." The patient lost his leg below the knee as a result, and now does not heal and had problems with bedsores. The pump was eventually refilled and the patient came out of the coma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2011-(B)(6), product type catheter. (B)(4).